Manufacturer narrative:
No device has been received for eval at this time.

Event description:
It was reported that the device broke at the vamp reservoir during use. No pt complications were reported.